Event description:
The cord emitted sparks. Inspection revealed the electrical cord was broken at the strain relief. No deaths or injuries were reported. The use of the flexible strain relief has reduced the breakage of the cord. Co has added a caution to the labelling to not flex the power supply cord needlessly. Remedial action has been accomplished. This report is being made to comply with regulatory letter 90-dt-12.